Manufacturer narrative:
The affected chassis was requested for the investigation. A forced fracture was found with the therefore typical cracking formation. An additionally requested chassis from the same production lot from the same user was investigated. A load test and a simulation of the transport situation were performed and successfully passed. The chassis fulfills the requirements according to iec60601-1 2nd edition. The reported event is therefore not related to a design or aging problem but to a forced fracture during usage. No similar case is known, this is classified as a single event.

Event description:
.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the customer was going to move the device out of a storage room where the main column of the trolley broke at the base end. The user reacted immediately and caught the device, preventing it from falling down to the floor. There was no patient involvement.